Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that a male myocardial infarction patient was in the cath lab having an intra-aortic balloon (iab) inserted via the left femoral artery. The md followed the procedure according to the instructions for use. He opened the left femoral artery with the dilator and the super arrow-flex (saf) sheath. Then he vacuumed the balloon catheter inside the tray to wrap it tightly and removed it horizontally. The iab was met with strong resistance as it was inserted in the saf sheath. The iab and sheath were removed together. A new kit was opened and inserted successfully via the same insertion site. There was no patient death, injuries or complications within a 5 minute delay in treatment. There was no harmful outcome to the patient noted.